Event description:
A surgeon reports cataract surgery with intraocular lens implant (iol) was completed on a pt on 02/25/2006. Lens was fixed to the ciliary sulcus. On 05/03/2006, the pt complained of difficulty seeing. Upon examination on 05/06/2006, the surgeon noticed that one haptic wad broken and the iol had dislocated. The surgeon plans to perform a lens exchange, but it has not yet been scheduled. Directions for use (dfu) state this iol is intended for placement in the capsular bag.

Manufacturer narrative:
H.3.,6: the complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. The mfrs internal reference number is : id061915. This report was mailed to the FDA on: 06/09/2006.